Event description:
It was reported that there was a communication problem and when the patient tried to charge the implantable neurostimulator (ins) the recharger showed fully coupling, but then dropped to zero to two coupling bars. The issue with the coupling bars dropping started within the last few days prior to this report. The patient had experienced falls in the last several months, but they did not think they were associated with the charging issue. The healthcare professional also mentioned the ins moved around a little bit in the pocket. The ins had been taking longer and longer to recharge and the ins was last fully charged a couple weeks prior to this report. The patient had pain at the ins pocket site and the ins hurt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported the patient was doing fine and they had been recharging normally since some re-education on using the recharger.

Event description:
Additional information received reported the patient began to have sporadic coupling that started at least a year prior to this report. In the last six months, the patient¿s coupling could go from zero to six boxes out of nowhere. The patient tried using the antenna dial, but the issue remained. The implantable neurostimulator (ins) was superficial and flat. The manufacturing representative did not thing the ins was tilted.